Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited r-wave amplitude variation and increased capture threshold. Chest x-ray was performed and revealed rv lead dislodgement with lack of slack. During rv lead revision procedure, it was also found that the rv lead was unable to be advanced with stylet for reposition due to patient anatomy. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events of r-wave amplitude variation, inadequate capture, and failure to advance the stylet were not confirmed. A full lead was returned in one-piece for analysis. The stylet used at the procedure was not returned, but a new stylet was inserted all the way through the lead and removed without any obstructions. Specification measurements, electrical testing, visual and x-ray examination were normal with no anomalies found.